Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: we received 01 unit of the product without the traceability label. Evidence of the case is attached. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment source file - (B)(4). A manufacturing record evaluation was performed for the finished device 5371393 lot number, and no non-conformances nor manufacturing irregularities were identified. Information has been reviewed and determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the medtech orthopaedics device after it was released for distribution. However, a deliver service issue (dsi) is indicated and addressed internally within a local quality management system. Device history lot: a manufacturing record evaluation was performed for the finished device 5371393 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device 5371393 lot number, and no non-conformances nor manufacturing irregularities were identified.

Event description:
It was reported the product did not have the traceability label.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the product was detected without the traceability label during the receiving process, therefore, it was not used for any surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 health effect - impact code & health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.